Event description:
The customer returned the device stating, "bench testing was performed on the device, and no functional issues or errors were observed during testing. However, review of the device log history identified the occurrence of error 46822. There was patient involvement". During device evaluation it was found the error code 46822 in event log and degrade downstream occlusion sensor. This is a high-priority alarm with the potential to stop the pump.

Manufacturer narrative:
One suspected device was received for evaluation. The event history log (ehl) was reviewed. The code 46822 was noted in the ehl as stated by the complainant. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed and found degrade dso sensor. The device passed uso/dso tests. The customer complaint confirmed. The probable cause of the report is the dso sensor and main board.